Manufacturer narrative:
Pulse generator analysis was normal.

Event description:
It was reported that during a pulse generator replacement procedure, the new pulse generator had no output. The device was removed and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.